Event description:
Reported that pt pushed for injection and pump began injection and sound of giving injection heard. Did not stop. Staff present and nurse came and stopped machine. Check noted pt received approx 15 cc dilaudid within 1 hr period (felt was with this one injection). Pt became drowsy, cold, clammy with complaint of nausea. Pt was treated with narcan and fluids and symptoms resolved. Clinical engineering was able to get machine to duplicate problem of continuous flow of med on evaluation 12/7/94.